Event description:
As reported by the user facility: end user reports that the IV admin set 15 dr w/2 safeday was noted to have black specs inside the device. The contamination was noted prior to use on the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Six samples were provided for evaluation. Upon evaluation of the units, a visual comparison against the blueprint drawing of the reported catalog number was conducted and it was confirmed that the samples were assembled within internal specifications. One set was noted to have foreign matter in the drip chamber, which was sent to the vendor for further testing. The reported issue was not confirmed because the embedded particle passed the vendor's test specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.